Event description:
It was reported that the physician deployed the xceed stent in the right external iliac artery without difficulty. On removing the stent delivery system (sds), the sds locked on the non-abbott guidewire. The physician pulled hard on the catheter. The hypotube and sds tip separated and remained on the wire and the rest of the catheter came out. The guidewire was removed, along with the attached hypotube piece and sds tip, and another wire was inserted to finish the case. There was no patient injury. A 6 fr sheath was used. Earlier in the case, a glide catheter was used and removed with a bit of resistance on removal. Pre-dilatation had been done using a non-abbott balloon and a resistance was felt against the wire when removing the balloon catheter out of the sheath. The guidewire with the hypotube and sds tip is returning. The sheath and balloon catheter were discarded. No additional information is available.

Manufacturer narrative:
The device was received. Investigation is not complete. A supplemental report will be submitted with any relevant information.